Event description:
The director of o.r. Reported that during a laparoscopic cholecystectomy procedure, the hf electrode cable separated from the tip connected to the electro surgical unit ("esu"), arched and shocked a nurse approx two feet away. The nurse was taken to the ER but treatment was not required since she did not sustain a burn. The procedure was completed with a second cord without a problem.